Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-jun-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. In or around (B)(6) 2011, plaintiff received a phone call after having an hysterosalpingogram performed whereby she was told that everything was in place. Shortly after undergoing the essure procedure, plaintiff began suffering severe menstrual, abdominal, and back pain. Additionally, after being implanted with essure, she also experienced symptoms of depression and fatigue. Further, she began suffering heavy bleeding and pain during intercourse after being implanted with essure. Her blood pressure spiked to such an extent that she was required to take blood pressure medication. She also began to suffer from frequent bacterial infections, such as urinary tract infections and yeast infections which she did not experience prior to being implanted with essure. On or around (B)(6) 2016, plaintiff underwent the surgical removal of her essure and after removal, plaintiff recalled being shown photos from her surgery which showed her left-side essure coil hanging outside of her fallopian tube. After undergoing the surgical removal, she experienced immediate relief and reported that she felt like a brand new person, her blood pressure returned to normal and she has since ceased taking blood pressure medication, and she had more energy and the pain she suffered after being implanted with essure has ceased. Follow up 17-jun-2016: quality-safety evaluation received: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the essure procedure plaintiff began to suffer severe abdominal pain and heavy (genital) bleeding. Plaintiff underwent essure removal 5 years later and afterwards, her left-side essure coil was seen, in photos from the procedure, hanging outside of her fallopian tube (interpreted as device dislocation). These events are listed in the reference safety information for essure. Genital bleeding and abdominal pain may occur during essure use. Considering the suggestive temporal relation and the absence of alternative explanation, causal relationship between reported events and essure use cannot be excluded. Moreover, during essure use, the device may dislocate into fallopian tubes towards abdominal cavity. Although the exact date and mechanism of this dislocation were not informed, given events nature per se, causality between this event and essure use cannot be excluded either. Since an intervention was required to remove the devices, this case is regarded as incident. Other non-serious events were informed. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("her left-side essure coil hanging outside of her fallopian tube"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder or disease- uncertain but questioned due to joint pain") in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use any birth control or contraception following essure placement". The patient's medical history included colposcopy on (B)(6) 2011, oophorectomy left in 1997, pap smear abnormal on (B)(6) 2011, ovarian cyst in 1997, gravida ii (pregnancies: 2), parity 2 (live births: 2 (B)(6) 2003; (B)(6) 2011)), arthritis (her sister was currently on medication for arthritis.), low grade squamous intraepithelial lesion, oophorectomy (when she was 16 years old) and tonsillitis. Plaintiff did not claimed that your use of essure caused or aggravated any psychiatric and/or psychological conditions. Blood pressure readings running 140s/upper 80s to 90 on (B)(6) 2014, x-ray thoracolumbar spine showed bones maintain normal alignment. Vertebral body heights and disc spaces well maintained. On (B)(6) 2014, x ray retrograde pyelogram, showed that no focal abnormality identified. There are bilateral fallopian tube occlusive devices present. Apparent kink or tortuosity in the proximal right uterter but without definite persistent filling defect. On (B)(6) 2015, us transvaginal that reveled unremarkable right ovary without evidence of ovarian cyst. Normal endometrial stripe. Essure iud was in place. Essure devices were seen in cornua bilaterally. On (B)(6) 2016, us endovaginal that showed thin endometrium consistent with proliferative phase. Uterus was in normal with essure devices. Normal right ovary, absent left ovary. On (B)(6) 2016, she had surgical pathology report showed fallopian tube right was shows foreign body present consisting of coiled wire representing essure coil fimbria present no salpingitis endometriosis atypia or malignancy identified. Endometrium biopsy showed benign atrophic endometrial mucosa and atrophic endometrial surface epithelium with stromal decidualization consistent with progestin effect. Focal hyalinized nodule suggestive of placental site nodule. Fallopian tube left which showed foreign body present consisting of metal coil representing essure coil. Black pigmented foreign material present possible with histiocytes lining the minimal residual atrophic tubal mucosa present. Narrow but complete tube lumen present. No salpingitis endometriosis atypia or malignancy identified. Previously administered products included for an unreported indication: ace. Past adverse reactions to the above products included angioedema with ace. Concurrent conditions included hematuria microscopic, recurrent urinary tract infection, blood clot in bladder (cystoscopy reveals clot in the bladder requiring evacuation.) And trigonitis. Family history included hypertension (maternal aunt), diabetes (mother), coronary artery disease (father) and depression (maternal grandmother and mother). Concomitant products included famotidine from 2014 to 2015, hydrochlorothiazide from 2014 to 2015, norethisterone (norethindrone) from 2014 to 2015 and vitamins nos (multivitamin) from 2014 to 2015 for abdominal pain, blood pressure high and pain menstrual, gabapentin from 2015 to 2016 for muscle pain and joint pain and estradiol from 2011 to 2013 and medroxyprogesterone acetate (provera) from 2011 to 2013 for pain menstrual. In 2011, the patient experienced autoimmune disorder (seriousness criterion medically significant), hypertension ("high blood pressure"), allergy to metals ("allergic to nickel or any other component of essure-uncertain but questioned due to hair loss") and hypersensitivity ("a hypersensitivity reaction to nickel or any other component uncertain but questioned due to hair loss"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse / pain during intercourse (dyspareunia)"), alopecia ("hair loss"), the first episode of infection ("multiple infections"), urinary tract infection ("uti infections"), muscle spasms ("muscle spasms"), vulvovaginal inflammation ("inflamed vulva") and arthralgia ("joint pain"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/pain during menstruation /menstrual pain (dysmenorrhea)"). In (B)(6) 2011, the patient experienced haematuria ("blood in urine/blood in urine (hematuria)") and the second episode of infection ("multiple infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), urinary tract infection bacterial ("frequent bacterial infections, such as urinary tract infections"), fungal infection ("frequent bacterial infections, such as yeast infection"), pelvic pain ("pelvic pain"), myalgia ("muscle pain,"), bone pain ("bone pain") and pain ("body pain") and was found to have blood pressure increased ("blood pressure spiked to such an extent that she was required to take blood pressure medication"). The patient was treated with fluconazole (diflucan), metronidazole, prednisone, sulfamethoxazole;trimethoprim (bactrim) and surgery (laparoscopy). Essure was removed on (B)(6) 2016. In 2015, the back pain and arthralgia had resolved. At the time of the report, the device dislocation, fatigue, blood pressure increased, alopecia, muscle spasms, hypertension and allergy to metals had resolved and the genital haemorrhage, autoimmune disorder, dysmenorrhoea, depression, dyspareunia, urinary tract infection bacterial, fungal infection, urinary tract infection, vulvovaginal inflammation, hypersensitivity, myalgia, the last episode of infection, bone pain and pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, blood pressure increased, bone pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, haematuria, hypersensitivity, hypertension, muscle spasms, myalgia, pain, pelvic pain, urinary tract infection, urinary tract infection bacterial, vulvovaginal inflammation, the first episode of infection and the second episode of infection to be related to essure. The reporter commented: following essure placement procedure, she did not use any birth control or contraception following essure placement. Health care provider found two essure devices when I was told only one had been placed (due to having only one ovary pre-implant). She was informed of this after her surgery. The number of expanded coiled that appeared trailing into the uterine cavity was 3. No coils were seen protruding from the ostia bilaterally patient had visited to physician for hsg test 0n (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: results: 120/84 mmhg. Hysterosalpingogram - on (B)(6) 2011: results: bilateral occlusion of fallopian tubes by essure. Pregnancy test urine - on (B)(6) 2011: results: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received: events: bone pain, body pain were added. Previous event blood in urine updated to hematuria.event onset date were added. Event outcome of allergy to metals was updated. Reporter causality comment was added. Concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("her left-side essure coil hanging outside of her fallopian tube") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colposcopy on (B)(6) 2011, oophorectomy left in 1997, pap smear abnormal on (B)(6) 2011, ovarian cyst in 1997, gravida ii (pregnancies: 2) and parity 2 (live births: 2 ((B)(6))). Plaintiff did not claimed that your use of essure caused or aggravated any psychiatric and/or psychological conditions. Concomitant products included famotidine in 2014, hydrochlorothiazide in 2014, multivitamin in 2014 and norethisterone (norethindrone) in 2014. On (B)(6) 2011, the patient had essure inserted. In 2011, insertion of essure, the patient experienced hypertension ("high blood pressure"), autoimmune disorder ("autoimmune disorder or disease- uncertain but questioned due to joint pain"), allergy to metals ("allergic to nickel or any other component of essure-uncertain but questioned due to hair loss") and hypersensitivity ("a hypersensitivity reaction to nickel or any other component uncertain but questioned due to hair loss"). In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/pain during menstruation"), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), infection ("multiple infections"), urinary tract infection ("uti infections") with blood urine present, muscle spasms ("muscle spasms"), vulvitis ("inflamed vulva") and arthralgia ("joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain and pelvic pain, blood pressure increased ("blood pressure spiked to such an extent that she was required to take blood pressure medication"), urinary tract infection bacterial ("frequent bacterial infections, such as urinary tract infections"), fungal infection ("frequent bacterial infections, such as yeast infection") and treatment noncompliance ("following essure placement procedure, she did not use any birth control or contraception following essure placement"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2016. In 2015, the back pain and arthralgia had resolved. At the time of the report, the device dislocation, fatigue, blood pressure increased, alopecia, infection, muscle spasms and hypertension had resolved and the genital haemorrhage, dysmenorrhoea, depression, dyspareunia, urinary tract infection bacterial, fungal infection, urinary tract infection, vulvitis, autoimmune disorder, allergy to metals, hypersensitivity and treatment noncompliance outcome was unknown. The reporter considered allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, blood pressure increased, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, hypersensitivity, hypertension, infection, muscle spasms, treatment noncompliance, urinary tract infection, urinary tract infection bacterial and vulvitis to be related to essure. The reporter commented: following essure placement procedure, she did not use any birth control or contraception following essure placement. Health care provider found two essure devices when I was told only one had been placed (due to having only one ovary pre-implant). She was informed of this after her surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: everything was in place. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-sep-2017: patient's demographic details were updated, indication was added, onset date events and events loss of hair, multiple infections, high blood pressure, blood urine, muscle spasm, pelvic pain, uti infections, inflamed vulva, joint pain, autoimmune disorder or disease uncertain but questioned due to joint pain, allergic to nickel or any other component of essure uncertain but questioned due to hair loss, a hypersensitivity reaction to nickel or any other component uncertain but questioned due to hair loss and following essure placement procedure, she did not use any birth control or contraception following essure placement were added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("her left-side essure coil hanging outside of her fallopian tube") and genital haemorrhage ("heavy bleeding") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "following essure placement procedure, she did not use any birth control or contraception following essure placement". The patient's past medical history included colposcopy on (B)(6) 2011, oophorectomy left in 1997, pap smear abnormal on (B)(6) 2011, ovarian cyst in 1997, gravida ii (pregnancies: 2), parity 2 (live births: 2 ((B)(6) 2003; (B)(6) 2011)), arthritis (her sister was currently on medication for arthritis.), low grade squamous intraepithelial lesion, oophorectomy (when she was 16 years old) and tonsillitis. Plaintiff did not claimed that your use of essure caused or aggravated any psychiatric and/or psychological conditions. Previously administered products included for an unreported indication: ace. Past adverse reactions to the above products included angioedema with ace. Concurrent conditions included hematuria microscopic, recurrent urinary tract infection, blood clot in bladder (cystoscopy reveals clot in the bladder requiring evacuation.) And trigonitis. Family history included hypertension (maternal aunt), diabetes (mother), coronary artery disease (father) and depression (maternal grandmother and mother). Concomitant products included famotidine from 2014 to 2015, hydrochlorothiazide from 2014 to 2015, multivitamin from 2014 to 2015 and norethisterone (norethindrone) from 2014 to 2015. In 2011, the patient experienced hypertension ("high blood pressure"), autoimmune disorder ("autoimmune disorder or disease- uncertain but questioned due to joint pain"), allergy to metals ("allergic to nickel or any other component of essure-uncertain but questioned due to hair loss") and hypersensitivity ("a hypersensitivity reaction to nickel or any other component uncertain but questioned due to hair loss"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain"), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), the first episode of infection ("multiple infections"), urinary tract infection ("uti infections"), muscle spasms ("muscle spasms"), vulvovaginal inflammation ("inflamed vulva") and arthralgia ("joint pain"). On (B)(6) 2011, the patient had essure inserted. In september 2011, the patient experienced dysmenorrhoea ("severe menstrual pain/pain during menstruation"). In october 2011, the patient experienced blood urine present ("blood in urine") and the second episode of infection ("multiple infection"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), blood pressure increased ("blood pressure spiked to such an extent that she was required to take blood pressure medication"), urinary tract infection bacterial ("frequent bacterial infections, such as urinary tract infections"), fungal infection ("frequent bacterial infections, such as yeast infection") and myalgia ("muscle pain,"). The patient was treated with prednisone, metronidazole, fluconazole (diflucan), co-trimoxazole (bactrim) and surgery (laparoscopy). Essure was removed on 27-apr-2016. In 2015, the back pain and arthralgia had resolved. At the time of the report, the device dislocation, fatigue, blood pressure increased, alopecia, muscle spasms and hypertension had resolved and the genital haemorrhage, dysmenorrhoea, depression, dyspareunia, urinary tract infection bacterial, fungal infection, urinary tract infection, vulvovaginal inflammation, autoimmune disorder, allergy to metals, hypersensitivity, myalgia and the last episode of infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, blood pressure increased, blood urine present, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, hypersensitivity, hypertension, muscle spasms, myalgia, urinary tract infection, urinary tract infection bacterial, vulvovaginal inflammation, the first episode of infection and the second episode of infection to be related to essure. The reporter commented: following essure placement procedure, she did not use any birth control or contraception following essure placement. Health care provider found two essure devices when I was told only one had been placed (due to having only one ovary pre-implant). She was informed of this after her surgery. The number of expanded coiled that appeared trailing into the uterine cavity was 3. No coils were seen protruding from the ostia bilaterally diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on an unknown date: 120/84 mmhg. Hysterosalpingogram - on (B)(6) 2011: bilateral occlusion of fallopian tubes by essure. Pregnancy test urine - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and mr received, new reporter, patient demographic information, essure and event muscle pain, multiple infection were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.